Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was disconnected. The technical support specialist (tss) identified downtime due to the database server running out of memory, likely exacerbated by the inbound processors service. The dequeue amount in akka.hocon was reverted from 32 to 8, the inbound processors service was restarted, and the inbound observer task frequency was changed from every 5 minutes to every 10 minutes. The customer also reduced sql server memory allocation after previously adding 32 gb, which may have caused excessive query memory allocation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned pyxis stations were disconnected as well as the plx handhelds and also, they were unable to access health sight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.